Manufacturer narrative:
The medical facility did not return all products used on the patient. The introducer sheath was returned, but not the impella pump. Without the pump a complete investigation and root cause analysis for the limb ischemia could not be done. Of note, the medical team knew the patient to have peripheral arterial disease, but still placed the impella pump for support via a heavily calcified artery. The impella 2.5 IFU does have in the contraindications the following: "severe peripheral arterial disease precluding placement of the impella system;". Most likely patient condition contributed to the limb ischemia. The failure mode will be monitored and trended.

Event description:
A patient with multiple cardiac comorbidities had an impella 2.5 placed for hemodynamic support for a high risk coronary angioplasty. There were difficulties in the placement of the pump's introducer sheath, though the pump was placed via the femoral artery, and support initiated. Post angioplasty the pump remained on for support and the patient was transferred to the ICU for monitoring. While in the ICU the patient experienced diminished pedal pulses. The impella was explanted and vascular surgery consulted. The patient had a femoral endarterectomy done and was reported to be stable post surgery.